Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented for a device change-out due to normal eri. It was noted that intermittent oversensing on the atrial channel was detected. The oversensing could not be reproduced. There was also noise on the atrial lead channel, which was recorded as episodes of at/af and atrial noise reversion dating back to (B)(6) 2015. A newly implanted device did not have any of the same sensing issues. Patient was in stable condition during and post-procedure.